Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose level ranged from 403-404 mg/dl. Reportedly, the customer reinitiated the fill tubing process and the issue resolved on its own. Customer was able to successfully prime the tubing and resume insulin delivery.